Manufacturer narrative:
2 fr. Catheter was returned for eval in two pieces, as catheter had separated within hub. Proximal section (hub and t-lock extension set) measured 5.4cm and distal section (tubing) measured 29.6cm. Catheter tubing was occcluded with dried blood and white crystalline precipitate. T-lock extension set was pushed into hub but luer connection was not tightened down. Lot history review was not possible as no lot number was indicated by user facility. Through tactile inspection, tubing was found to be severely elongated and appeared to be necked down lenghwise at break site. Under magnification, texture at break point appeared granular and dull, with some spott of jaggedness. Broken ends appeared to mate togetheter. These signs indicate tensile break. Follow up with reporter indicated that user facility had recorded device that failed as umbilical catheter, although 2 fr. Catheter was returned for eval. Reporter confirmed that device returned for eval was one involved in incident. Reporter also indicated that pt had expired several days after incident with catheter. However, pt's demise was due to complications from extreme prematurity and catheter was not connected to pt's death.